Manufacturer narrative:
An internal investigation was performed for a false resistant oxacillin result for a staphylococcus aureus strain in association with the vitek® 2 ast-p592 test kit (lot 3720739203). A review of quality records confirmed that ast-p592 lot #3720739203, met final qc release criteria, and the lot passed qc performance testing. The customer did not comply with the request for the isolate. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method.

Event description:
A customer in (B)(6) reported a (B)(6) result for a staphylococcus aureus strain in association with the vitek® 2 ast-p592 test kit (lot 3720739203). The customer tested the s. Aureus strain on the ast-p592 card and obtained cefoxitin screen (oxsf) positive and (B)(6), indicating the strain was (B)(6). The customer sent the strain on a purity cos plate to the partner lab for confirmation (merlin micronaut system) and the result was (B)(6). The customer stated the there was no patient harm or wrong treatment. The hospital only separated the patient due to the suspected (B)(6) strain. The corrected (B)(6) result was reported to the physician. No additional information will be provide by the customer. A biomérieux internal investigation will be initiated.